Event description:
It was reported that stent damage occurred. The 92% stenosed, 26-28mm x 3.75-4.0mm, target lesion was located in the proximal end of right coronary artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the stent strut was found to be lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.